Event description:
Per the clinic, the patient experienced a wound dehiscence and extrusion of the device. The patient was treated with antibiotics (it is unknown the mode of administration). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 26, 2022.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Correction: the correct date of explant is on (B)(6) 2022; not on (B)(6) 2022 as previously reported. This report is submitted on september 13, 2022.